Event description:
It was reported that during a posterior lumbar interbody fusion (plif) at levels l4-s1, the tip of the holding sleeve broke and caused the head of the screw to break. Nothing broke into the wound, nothing to retrieve. Surgeon completed case using another sleeve and screw. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development event evaluation revealed approximately half of the first thread on the distal tip of the holding sleeve and the top of the screw are damaged and starting to separate from the parts. The amount of damage to the threads around the respective parts is identical and it is evident that only the first thread was engaged when the damage occurred. The holding sleeve is intended to be fully inserted and secured into the screw and the technique guide clearly illustrates how to properly load and tighten the holding sleeve into the recess of the screw. The condition of the threads of both parts indicates that the holding sleeve was only partially engaged (only by the first thread) into the screw, at which point a cantilever load was applied to the assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the threads, exceeding the design limits. The matrix technique guide illustrates the proper method of loading/unloading screws from a locking holding sleeve. The complaint condition is due to improper assembly of the holding sleeve into the head of the screw and therefore, the complaint is considered invalid from a manufacturing perspective. The lot number is unknown therefore a review of the device history record could not be completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 2 of 2 for this complaint (B)(4)